Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional head stuck onto the stem. The surgeon was able to get it loose.